Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with an xpedient delivery system and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. It was reported that the pt had moderately calcified iliac arteries. The physician was unable to advance a 16f dilator into the left common iliac; therefore, the physician decided to create an aorto-uni-iliac device. No clinical sequelae were reported, and the pt is reported to be fine.